Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported when using the bd pen needle 31gx5mm 7 pack, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: due to diabetes, the patient needed to inject insulin for treatment. When he bought insulin needle for injection, he found that the needle leaked.